Event description:
It was reported that the device system was explanted. The pump was expired. The catheter was kinked/occluded in the intrathecal section. No pt symptoms were reported. The pt recovered without sequela. The pump was used to deliver baclofen 25mcg/ml at a daily rate of 5.246mcg.

Manufacturer narrative:
Other - catheter.